Manufacturer narrative:
The device was not received by resmed for evaluation. Customer was advised to perform a hard reboot by a resmed customer service representative which resolved the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.